Manufacturer narrative:
Concomitant product: product ID 39286-30, serial # unknown, product type lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that post-implant (later clarified as immediately after implant), the patient did not have stimulation. Due to the therapy interruption, the patient's painful symptoms returned. The patient experienced pain and less than 50% therapy relief. It was noted that parameter adjustments were unsuccessful and that it was impossible to identify what induced the problem in the patient's implanted system. An impedance check at 0.7 volts of the implanted electrodes measured "on" the implantable neurostimulator (ins) was performed, and all results were greater than 10,000 ohms. It was noted that configured to a generalized open circuit scenario. An x-ray was performed to try to identify any visible damage at the lead and lead connections. It was reported there was no visible damage. However, considering that the patient was not receiving therapy, it was "clear" that the lead or lead connections were fractured. It was indicated that the event occurred during the procedure. A medical or surgical intervention was needed to prevent a permanent impairment of a function; the patient's pain was being controlled with oral medication. The event did not lead to or extend patient hospitalization, and the patient had "no injury" as a result of the event. An explant was planned, but the date of the planned explant was unable to obtained. The issue was not resolved. Follow-up was attempted regarding the device information and lead replacement, but was not available at the time of the report.